Event description:
On (B)(6) 2012 the physician reported that her handheld was freezing while in the operating room. It was stated that this was the second occurrence that occurred in two weeks since the software was upgraded to version 8.1. A hard reset was performed on the device and it started working again; however, the physician stated that the power button was showing both a green and red color at the same time. There was no screen in particular that would freeze. Per the physician, the screen stayed a solid gray color and would freeze. No patients were affected by the device as the physician had another handheld to use. The programming system was returned on (B)(6) 2012 and is pending product analysis.

Event description:
Pa on the returned hhd was completed and approved on (B)(4) 2013. The hhd was receiving power intermittently and had an open connection. Summary of the analysis: during the analysis it was identified that the handheld was receiving power intermittently. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the hhd serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Pa on the computer software was completed and approved on (B)(4) 2013. There were no anomalies noted during the pa no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No additional information was provided.